Event description:
Reportedly, episodes showing ventricular oversensing were observed in the device memories during a routine follow-up performed on 18 june 2018. In one episode, a shock was triggered but could not be delivered due to overload detection. Preliminary analysis confirmed the reported issue and showed that it was most probably due to a defibrillation lead issue. Recommendations to replace the defibrillation lead were sent on 19 june 2018.

Event description:
Reportedly, episodes showing ventricular oversensing were observed in the device memories during a routine follow-up performed on (B)(6)2018. In one episode, a shock was triggered but could not be delivered due to overload detection. Preliminary analysis confirmed the reported issue and showed that it was most probably due to a defibrillation lead issue. Recommendations to replace the defibrillation lead were sent on (B)(6)2018.

Manufacturer narrative:
The subject ventricular lead was replaced in december 2018.

Event description:
Reportedly, episodes showing ventricular oversensing were observed in the device memories during a routine follow-up performed on 18 june 2018. In one episode, a shock was triggered but could not be delivered due to overload detection. Preliminary analysis confirmed the reported issue and showed that it was most probably due to a defibrillation lead issue. Recommendations to replace the defibrillation lead were sent on (B)(6)2018.

Manufacturer narrative:
(Explantation date) was added.

Event description:
Reportedly, episodes showing ventricular oversensing were observed in the device memories during a routine follow-up performed on (B)(6) 2018. In one episode, a shock was triggered but could not be delivered due to overload detection. Preliminary analysis confirmed the reported issue and showed that it was most probably due to a defibrillation lead issue. Recommendations to replace the defibrillation lead were sent on (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.